Event description:
It was reported that this right atrial (ra) lead had a pace impedance measurement that was greater than 2500 ohms. Noise oversensing with no pacing inhibition was also noted. This ra lead was ultimately abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.